Event description:
Upon interrogation, this device required re-initialization. Re-initialization was unsuccessful after several attempts. The pt was in post-operative recovery after a thoracic surgical procedure. There are no adverse pt events reported during or after the surgical procedure. On (B)(6) 2012, this device currently remains implanted. There are plans to eventually explant this device, but there is no date set. This file will be updated if add'l info is provided. On (B)(6) 2012, this device was returned and is at eri indication.